Event description:
A (B)(6) female patient's daughter contacted zoll customer support to report that the charger/modem was not properly charing the battery pack. The patient was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (does not properly charge battery pack) was confirmed. Upon evaluation, there was contamination on the battery board and bedside board inside the charger/modem. The cause of the inability to charge properly is the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress from an unknown contaminant. Device evaluation of battery pack (B)(4) is underway. The reported problem (will not properly charge) was confirmed. As received, the battery pack was non-functional when put into a test monitor and charger. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the contaminated battery charger/modem or defective battery pack. The patient received a replacement charger/modem and battery pack.